Event description:
Placed a 3 french midcath midline cathether in patient on friday, on saturday patient c/o numbness and tingling in right hand and pain "like a burning radiating from median cubital vein from insert site,. Patient also stated shortness of breath and right sided headache. Midline was patent with easy flush and good blood return.